Manufacturer narrative:
(B)(4). Attempts have been made to have device returned. Device location is unknown.

Event description:
It was reported that during a colectomy procedure, the device would not staple. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Device b: batch# j5he00, expiration date: 6/23/2017, manufacturing date: 7/23/2013. Two devices were returned. Device (a) arrived in good visual conditions and void of staples. The device was manually loaded with staples and it was tested for functionality. The device was fired and it formed all the staples as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape; the staple line was noted to be complete. It is important to ensure that the retaining pin is seated in the anvil before firing. If the pin is not properly positioned, staples may not form properly, which may result in leakage or disruption of the staple line. Device (b) arrived in good visual conditions and void of staples. The device was manually loaded with staples and it was tested for functionality. The device was fired and it formed all the staples as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape; the staple line was noted to be complete. It is important to ensure that the retaining pin is seated in the anvil before firing. If the pin is not properly positioned, staples may not form properly, which may result in leakage or disruption of the staple line. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.